Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. Analysis of the device revealed a falsely triggered elective replacement indicator flag that is consistent with device pacing at high pacing output due to auto capture being enabled.

Event description:
It was reported that the patient presented with possible premature battery depletion. The device was explanted and replaced. No further information is available.